Event description:
It was reported that the user experienced hyperglycemia after a supply change when the infusion set site was found bent; the user subsequently replaced the infusion set and reported previously forgetting to remove the white needle guard during the prior change, consistent with an infusion set deployed incorrectly or an infusion set connector not attached correctly, under the infusion set & cartridge case type. Symptoms included elevated blood glucose with a reported peak of 400 mg/dl and later hypoglycemia to 60 mg/dl. Outcomes included use of back-up therapy with multiple daily injections totaling 4 units, no suspension of insulin delivery on the pump, and no ketone testing, medical intervention, or acute health effects. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed that the infusion set was bent and that a prior needle guard had not been removed, consistent with user setup error leading to inadequate insulin delivery. It was concluded that the event was attributable to incorrect deployment of the infusion set resulting in hyperglycemia, followed by correction and subsequent low glucose that stabilized with food. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.